Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned due to category a infection based on the follow-up with the health care provider. Therefore, due to the risk of infection the root cause of the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately one month. Based on the follow-up with the health-care provider, it was learned that the explant was not due to a device malfunction. Also, patient has developed aortic insufficiency and endocarditis. The subject device was removed and replaced with another edwards bioprosthetic valve.